Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the ER (emergency room) with hypoglycemia. No specific bg (blood glucose) levels were provided. Patient feels hypoglycemic episode was from an accidental overdosing of insulin. Patient reported she had changed her pod and feels the iob (insulin on board) from the previous pod along with the insulin being given from her new pod contributed to hypoglycemia. Patient reported their significant other took them to ems (emergency medical services) location where she lost consciousness. The patient was treated with IV (intravenous) dextrose and transported to the ER. Patient reported being given a prescription for potassium chloride at the ER due to low potassium levels. The patient was released within 2 hours. The pod relating to the hypoglycemic episode had been removed by patient and a new pod applied prior to seeking medical assistance.